Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged post implant. The lead was out of place and there were high thresholds with no capture. The lead was programmed off until it could be revised. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.